Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had 2 cleo 90's that had to change due to a line block alarm. The patient reported that each time received the line block alarm and changed the tubing and the site portion of the cleo. The patient reported that saw no site issues and was abdomen area. The operator of the device was the lay user or patient and there was no patient harm or no patient injury. The event occurred during infusion.